Event description:
Pt fitted with removalbe partial denture fabricated from valplast. Ever since, a very unpleasant taste and severe irritation of nasal cavity above mouth persists during the wearing of this denture.